Event description:
It was reported that a beta bionics ilet user was not receiving any readings from the freestyle libre 3+. On the phone with customer care, the connection was reestablished. The patient was having a hyperglycemic event of 215 mg/dl. This was corrected by the ilet and the user required no outside intervention.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.